Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote transmission indicated the implantable loop recorder (ilr) tripped recommended replacement time (rrt) although the battery voltage is acceptable. The ilr reached rrt earlier than expected. The physician is discussing with the family possible removal and reimplantation of a new ilr. It is unknown at this time if an intervention will take place. The ilr remains implanted and in use. No patient complications have been reported as a result of this event.